Event description:
It was reported to philips that the touchscreen froze during patient use. This event was reported to have occurred during patient use. The patient was placed on an alternate ventilator. There was no delay to therapy and no patient harm noted. The philips field service engineer (fse) evaluated the device. The reported issue could not be duplicated. Following the evaluation of the device, the device was functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was not confirmed to have failed to meet specifications.